Manufacturer narrative:
Section h10: (h3) the fractured humeral liner impactor tip reported in experience was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure, the plastic broke in two when used to impact liner. It was confirmed there were no parts and pieces that entered the patient. The patient was last known to be in stable condition following the event. Patient information is unavailable. The device will be returned.